Manufacturer narrative:
Per issue, pt has less than 30% hematocrit. A hematocrit that has lower (below 30%) than the validated operating ranges of inratio/inratio 2 system may cause an inaccurate inr result, as indicated on product insert. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010; inratio: 1.4; reference: 3.6; mean: 2.50; confidence limits: 1.6-3.4. Date: (B)(6)2010; inratio: 1.4; reference: 3.4; mean: 2.40; confidence limits: 1.6-3.4. Per description, time of testing between inratio and reference is not indicated. Three hrs is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. As july 6, 2010, product is not expected to return and no strip lot info is provided. Unable to perform in-house investigation. No further investigation will be pursued. Conclusion: analysis of the client's data revealed that the inrs reported did not meet accuracy criteria. Pt hematocrit was <30%. As a product limitation, hematocrit ranges between 30-55% will not affect inratio inr test results. No product is expected to be returned. No strip lot info is available. Issue in complaint will be subject to tracking and trending; corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.4; coaguchek: 3.2; lab: 3.6.